Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Tandem technical support conducted a system check and no issues were identified. Customer cleared the alarm or replaced pump supplies to resolve the issue. Customers blood glucose ranged between 396-431 mg/dl.